Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. Customer's blood glucose was over 400 mg/dl. She stated the alarm was resolved by a complete set change and had discarded the set and reservoir associated with the alarm. Customer further stated the alarm was increasingly recurring, at least twice in a week. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.